Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) power on self test(post). The ventilator was not in use on a patient at the time of the reported event.